Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. There was no reported impact to blood glucose. Tandem technical support requested that the contact upload the pump for investigation of pump data. However, the pump has not been uploaded and the contact has not responded to multiple follow-up attempts to complete troubleshooting.

Manufacturer narrative:
This event was inadvertently filed. This is not a reportable event and there was no device malfunction. It was clarified that there was no allegation of pump insulin delivery issue. The customer reportedly felt that they needed to bolus more often. Review of pump data by tandem technical support indicated that pump was operating as expected and customer acknowledged.